Manufacturer narrative:
D6a implant date: estimation made as only available provided was the year 2016.

Event description:
It was reported that this artificial urinary sphincter (aus) stopped working and the physician suspected that this was not due to the device but rather due to tissue atrophy. The physician reported the cuff was initially placed in the incorrect location. A surgical procedure was performed during which the device was explanted and replaced. No additional information was provided.